Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visually inspected the reader and reader was observed to be de-cased from previous investigation. Usb charger and usb cable were not returned with the reader. Built-in reader test was performed and the test passed. Visually inspected the de-cased reader and observed liquid contamination on the pcba (printed circuit board assembly). Signs of burn marks were observed. Issue is not confirmed to use due to liquid contamination. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported a fast draining battery in their abbott diabetes care device. The product was returned and investigated for the battery issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported a fast draining battery in their abbott diabetes care device. The product was returned and investigated for the battery issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.